Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm at 4 pounds during the priming test due to faulty force sensor resistor. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm. The insulin pump had a cracked case at the display window corner, minor scratches on the lcd window and cracked battery tube threads, cracked belt clip slot at the battery tube threads area.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the prime rewind was performed. Customer advised the device was dropped due to the belt clip breaking. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.